Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a posterior colpo-myo-perineorrhaphy procedure on (B)(6) 2003 associated with the mesh implanted under spinal anesthesia. Concurrent procedure was an anterior colporrhaphy with pelvicol prosthesis. In 2011 the patient experienced urge urinary incontinence with urinary losses, diurnal micturition frequency of 2 hours and night, wake up 3 times and leucocyturia. On (B)(6) 2012, migration of the mesh inside the bladder occurred with perforation leading to recurring urinary infection and the resection of the ulcerous lesion of the bladder and ablation of a calculus probably related to a piece of the mesh were performed.

Manufacturer narrative:
Method codes: 3331.